Manufacturer narrative:
No patient information provided as no patient was involved in this concern. It was noted that the retractable power cable appeared to have been cut on the metal edge of the cord retractor, and may have caused damage to the isolation transformer. Suspect device is not expected to be returned to manufacturer for evaluation. Unable confirm complaint at this time.

Event description:
A medtronic representative reported a damaged retractable power cable on a navigation system. There was no patient present when this was identified.

Manufacturer narrative:
Replacing the power cable resolved the issue. System is now fully functional.